Event description:
The tip of a scalpel blade may have broken off during debridement of scar tissue in a knee arthroscopy procedure. What appears to be the blade tip was identified by an x-ray, however it was not located in the pt's knee. Preliminary and final cultures were done to determine if there was an infection, and the results were negative.